Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four days following a laparoscopic sleeve gastrectomy, the patient had fever and a hard belly. A laparoscopy was done to diagnose a leak in the staple line. A second operation was done and the staple line was oversewn to resolve the issue. The patient is still in the hospital.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, five days following a laparoscopic sleeve gastrectomy, there was leaking staple line. A second operation was done to resolve the issue. The patient is still in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.